Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a leak occurred. During a routine hand injected diagnostic cerebral angiogram, a floswitch was hooked to a non-bsc catheter located in the cervical portion of the vessel; however, midway during the case, a leak was noted which was causing air into the system. The floswitch had been opened and closed only a few times during the procedure. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was visually examined. During the functional tests, the device was leaking when opened. The device was inspected for any hairline fractures or cracks and none were observed. The switch was removed. The float was observed to have a sharp edge at the base. The silicone tube was observed to be perforated upon inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a leak occurred. During a routine hand injected diagnostic cerebral angiogram, a floswitch was hooked to a non-bsc catheter located in the cervical portion of the vessel; however, midway during the case, a leak was noted which was causing air into the system. The floswitch had been opened and closed only a few times during the procedure. The procedure was completed with a different device. No patient complications were reported.